Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer resolved the occlusion by resuming insulin deliveries. Subsequently, the customer received a cartridge change error. A new cartridge was loaded resolving the cartridge change error. Blood glucose level was 266 mg/dl.